Manufacturer narrative:
The device was not returned, but photos of the explanted distal femur were provided. Visual inspection of the photos confirms that both of the anteversion tabs were fractured off. Since the device was not returned, a dimensional evaluation could not be completed. Review of the device history records for the distal femoral component identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. Tt is unknown whether the components were implanted with the correct fit and orientation as per surgical technique. There is no available patient information, including adherence to rehabilitation protocol or any other patient factors that may influence the performance of the device. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to breakage of anti-rotational tab of the femoral component.